Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, list number: 07p51-77, and manufacturing site: abbott ireland diagnostics division, lisnamuck, longford, ireland, n39e932 to alinity I processing module, ln 03r65-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2024-00506 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported false elevated alinity I total b-hcg generated from an alinity I processing module and provided the following data: on (B)(6) 2024, sample ID (B)(6) generated a result of 8,767.71 miu/ml (reference = 25 miu/ml is positive). The patient¿s clinician suspected that the result was inaccurate based on patient¿s ultrasound. The sample was retested with ID number 8001 and generated a result of <2.30 miu/ml. The customer further communicated that they thought there might have been an issue and so they performed a restart of the sample testing track. There was no reported impact to patient management.

Event description:
The customer reported false elevated alinity I total b-hcg generated from an alinity I processing module and provided the following data: on 17 july 2024, sample ID (B)(6) generated a result of 8,767.71 miu/ml (reference = 25 miu/ml is positive). The patient¿s clinician suspected that the result was inaccurate based on patient¿s ultrasound. The sample was retested with ID number (B)(6) and generated a result of 2.30 miu/ml. The customer further communicated that they thought there might have been an issue and so they performed a restart of the sample testing track. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-77 and there is a similar product distributed in the us, list number 07p51-21/31. A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.